Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information that a trilogy 200 ventilator device was returned to a service center for service. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed that the device failed testing for lcd screen test. The device was powered on and left to operate. After several minutes, the screen went blank and was illegible. It was determined that the test failure was caused by a faulty system board printed circuit assembly (pca). The system board pca will need to be replaced due to the test failure. In addition, the enclosure feet were missing and replaced, and the capacitor and front case overlay were replaced due to physical damage. The interface pca board had a communication issue and was replaced, and the detachable battery will need to be replaced due to error code e194 (err_perm_fail_det_li_ion). The device repair had not been completed the service center was still awaiting parts. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.